Event description:
It was reported that during the implant attempt, there was difficulty in implanting the atrial lead, as the lead kept dislodging from the atrium. After eventually fixing the lead in place, the implant procedure was concluded. The next day, the lead was found to have dislodged again. Several attempts were made to reposition the lead, but were unsuccessful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed), which was also distorted. The inner insulation was kinked buckled and the outer insulation was breached cut. Blood was found in/on the helix/lobe mechanism, and the lead appeared to have been stretched and exhibited apparent explant damage.